Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned foe eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 7724018 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs.

Event description:
Same case as MFR's report #6000093-2007-00018. Tap. It was reported that 435 days after implantation of a 3.0x16mm and 3.0x24mm taxus express2 drug eluting stent, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the saphenous vein graft (svg) to the diagonal artery system. Pre-intervention stenosis of 80% distal and 90% proximal were reported. The lesions were pre-dilated with a 2.5mm maverick balloon. A 3.0x24mm taxus stent was deployed distally in the region of the lesion, followed by the deployment of a 3.0x16mm taxus stent proximally. The stents were post-dilated with a 31.5x15mm quantum balloon inflated to 20 atm. The distal lesion "was not fully expanded and there was a 30% residual stenosis in that area." A "less than 10% residual stenosis throughout the stented area" was reported. The pt rec'd heparin during the procedure. The procedure was noted to be "successful." It was reported that "the pt tolerated the procedure well." The pt presented 435 days after the initial procedure with "recurrent symptoms." Angiography of the svg to diagonal artery system revealed restenosis. The lesions were pre-dilated with a 3.25mm cutting balloon. It was noted that after this intervention "there was no flow." The stents were "re-dilated with a 3.5mm quantum balloon, but this did not reestablish flow." Angiographic imaging revealed "no problem with the diagonal." The "entire" svg was re-stented with a 3.0x33mm non-boston scientific stent deployed at 16 atm and a 3.0x23mm non-boston scientific stent deployed at 16 atm. The stents were post-dilated (balloon dimensions and type were not reported) to "20 atm (proximal) and the distal stent to 24 atm." It was noted that there was "still no flow." It was reported that blood flow was "sufficiently re-established" by dilating the native diagonal artery with a 2.0mm balloon. The native diagonal artery "appeared to be dissected." This area was stented with a 2.0x22mm non-boston scientific bare metal stent followed by a 2.5x20mm taxus stent deployed at 10 atm more proximally. The balloon was then "inflated to 12 atm and then 16 atm." Subsequently, a 2.5x20mm taxus stent was then "abutted into" the previously deployed non-boston scientific stents and overlapped with the bare metal non-boston scientific stent. The region of overlapping stents was post-dilated with a 3.5mm quantum maverick balloon. Final angiographic result "showed good flow into the diagonal artery." It was noted that a probable "edge dissection or residual dissection in the diagonal artery" persisted. Maximum intervention had been done and no further intervention was "reasonable." The pt became hypotensive during the procedure and was treated with neosynephrine. The pt also rec'd nipride, nitroglycerin, heparin, and morphine during the procedure. The physician noted that the "long term viability of this saphenous vein graft diagonal system is very questionable" and the pt "will be followed expectantly with medical management for coronary insufficiency."